Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands were not deployed despite rotating the ligature handle 180 degrees and beyond. Although the bands were eventually released, they were unable to remain in place post-deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a22 captures the reportable event of bands falling off varix. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged. The handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The reported event of bands falling off the varix was not confirmed. It was found that teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force; this caused the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the bands were not deployed despite rotating the ligature handle 180 degrees and beyond. Although the bands were eventually released, they were unable to remain in place post-deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.